Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified that the device was in safety mode. The "cause not established" investigation conclusion code was selected based on analysis evidence indicating the device had a battery anomaly, or safety mode due to a battery anomaly. No adverse patient effects were reported.